Manufacturer narrative:
The company representative performed tech bulletin 786b and re-calibrated the transducers. Re-calibrated transducers to spec between x2 and x3 is +/- 2mm. These read x2 = 468, x3 = 464. The iabp was performance and safety tested to factory specifications. It functioned normally and was returned to the customer. Ref: (B)(4).

Event description:
During a routine check of the iabp, the company representative observed that the iabp vacuum reservoir transducer gain is out of calibration by 4mm. No patient was involved.